Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2011, a coronarography revealed a stenosis in the bifurcation, also affecting the circumflex and the origin of the 'rda'. The anterior proximal part of the descending branch showed a significant lesion, the rest of the segments were normal and the outflow tract was of low caliber. The diagonal branches were thin and were diffusely affected. A stenosis was detected at the origin of the circumflex branch and another significant deviation was observed at the distal atrial ventricular flexure. The obtuse marginal branch was well developed but a significant deviation was present after its origination. The distal segment was irregularly contoured, but significant deviation was not observed in it. There was occlusion in the stent located in the proximal segment of the right coronary, after which hetero collaterals filled the vessel, through the right ventricular branch and through the auto collateral and septal branches. In (B)(6) 2011. The event was considered resolved and the patient resumed his daily routine.

Event description:
It was further reported that stent thrombosis occurred.

Event description:
(B)(4). Same case as: 2134265-2011-00625. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. In september 2010, due to stable angina and positive stress test, the patient underwent the index procedure with successful deployment of two taxus liberte drug eluting stents (2.75x38mm and 3.00 x 28mm) in the mid and distal right coronary artery. Residual stenosis was 0%. The patient received a per-procedural loading dose of clopidogrel 600mg. Following a percutaneous coronary intervention (pci), the patient was discharged on doses 75mg clopidogrel and 100mg. In (B)(6) 2011, the patient suffered from silent occlusion of the drug eluting stents (des). The taxus liberte 2.75x32mm had occlusive restenosis without any symptoms or hospitalization. The repeat percutaneous coronary intervention was cancelled and the patient was referred for coronary artery bypass graft (CABG). The patient was not hospitalized for the event because the patient had shown no symptoms. No further tests or investigations were carried out as the patient was stable and asymptomatic. The event was considered resolved.

Event description:
It was further reported that in (B)(6) 2011, the event did not abate after the study medication was discontinued. The event was considered resolved following successful bypass surgery in (B)(6) 2011. The patient remained hospitalized post procedure.